Event description:
It was reported the patient got a new battery on (B)(6) 2014 and was still healing. It was noted her stimulator was just turned on a week ago. It was noted last night when the patient was charging, she saw the ¿call your doctor¿ symbol and the letters ¿eri.¿ an elective replacement indicator (eri) message was reported. The battery was charging beautifully until last night. It was reported the patient had an appointment to see the nurse practitioner the morning of current report at 1130. It was noted the manufacturer representatives would be there. Additional information received reported the manufacturer representative saw the patient last week. The patient was informed by the nurse practitioner that it might take a little longer for things to heal. Additional information received reported the patient was still having concerns regarding her device or therapy but was working with the physician or manufacturer representative. The patient reportedly had an appointment scheduled for (B)(6) 2014 due to ¿second surgery post-op problem.¿

Event description:
No additional information received about this event. It was noted that the manufacturer's representative did not know anything about eri at one week post op. Additional information received reported information not related to this event. It was stated that the manufacturer¿s representative would put a call in to the healthcare professional (hcp). Additional information received reported that a manufacturer¿s representative reprogrammed her system and everything was ok. It was reported that she now had good coverage. Additional information received reported that the patient called the manufacturer¿s representative last night and said she had good coverage. It was noted that the patient also cancelled her appointment at the hcp clinic today because she was doing well.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).